Manufacturer narrative:
The device contained no fluid upon receipt by mentor. Brown and white material was observed within the device. White material was observed on the shell surface. Product evaluation's visual examination indicated parallel lines of shell wear observed on the anterior aspect extending to the posterior, suggesting in-vivo folding or creasing of the device. A rent measuring approximately 0.2 cm was discovered on the posterior aspect. Leak testing was performed in accordance with mentor procedures and one additional leakage site was discovered at valve. Microscopic examination of the rent edges gave no indications as to their cause. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and valve leakage occurred sometime subsequent to the removal of the device from its protective packaging. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. Dislodged valve material from a valve puncture or tear water soluble crystal like material (residual nacl from the fill solution) external contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The complaint of deflation was confirmed since two leakages were found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Based on the information provided and the results of the laboratory examination of the device, product evaluation was not able to determine when the rent was introduced into the valve of the device. At this point it is not possible to determine the origin of the brown and white material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and valve leakage occurred sometime subsequent to the removal of the device from its protective packaging. Product evaluation was not able to determine when the rent occurred. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with unknown saline breast prosthesis. Left breast prosthesis deflation was determined. As a result, the patient underwent unilateral removal and replacement with mentor memorygel breast implant 500cc gel breast prosthesis on (B)(6) 2017.